Manufacturer narrative:
(B)(4).

Event description:
Procedure: lap gastric bypass. According to the reporter: the initial surgery proceeded without complications. The pt experienced pain post operatively and returned to the operating room on (B)(6) 2013. The surgeon stated there was post operative bleeding at the jj on the small bowel. There was coagulation around the staple line which seemed to force the staple line open. Bleeding was controlled by redoing the anastomosis. The pt was released to rehab. Product was discarded after the initial procedure and lot numbers were not retained. Buttress material was not used with this reload.